Event description:
Reporter alleged the blood glucose monitoring device generated a result prior to the test strip being dosed with blood. Reporter stated when the device was turned on, the device generated a reading of 48 mg/dl before applying blood to the test strip. Reporter indicated once removing the optic window after the alleged incident finding liquid in it. Reporter stated no treatment and no actions were taken as they do not apply to alleged event. A request was made for the return of the suspect device and replacement product was sent.